Event description:
Report 2 of 2 received of a tubing separation. The nurse reported that on 2 patients the male adapter had separated from the tubing. The solutions that were infusing were unspecified. Reportedly, the patients experienced an unspecified amount of blood loss. The extension sets were replaced and the solutions infusing were resumed. The patients did not experience any adverse sequelae. Though requested, no further information was provided.